Event description:
User had a creatinine result of 3.67 mg per dl that was reported out to the physician. The physician questioned the result and the sample was retested in 2009, and recovered 0.58 mg per dl. The pt was not treated based on the erroneous high result.

Manufacturer narrative:
The field service rep was not able to find a cause. He checked the vacuum tubings, rinse mechanisms, volume of detergent/rinse water in the cells, the gear pump pressures and probe alignments. He also ran precision and qc with results in the customer's ranges.